Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the esc and act buttons were intermittently responsive on the insulin pump. The customer also reported a no delivery alarm and a motor error alarm on the insulin pump. Troubleshooting was able to resolve the no delivery alarm with a complete set change. Customer stated insulin exited with a fixed prime. The customer's blood glucose was 302 mg/dl at the time of the event. Troubleshooting for the high event was declined. The device will not be returned for analysis.